Manufacturer narrative:
Labels were incorrectly applied to the poly insert pouches. The pouch labeled "lateral poly insert b" contained the 8 mm medial poly insert and the pouch labeled "8 mm medial poly insert" contained the lateral b poly insert. The correct poly inserts were provided. Surgery was completed successfully. Review of the device history record indicates that the device was manufactured to specification. Label retains indicate that the correct poly insert labels were present. It appears that the labels were applied to the wrong pouches within the product kit.

Event description:
Labels were incorrectly applied to the poly insert pouches. The pouch labeled "lateral poly insert b" contained the 8 mm medial poly insert and the pouch labeled "8 mm medial poly insert" contained the lateral b poly insert. The correct poly inserts were provided. Surgery was completed successfully.